Event description:
It was reported that during a procedure, the drill bit broke and fragmented into multiple pieces. It was also reported that two pieces were collected and imaging was negative for any pieces of retained foreign bodies. There were no reported adverse consequences, medical intervention, or delays as a result of this event.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog number. H6: a follow up report will be sent when the investigation is complete.